Manufacturer narrative:
(B)(4). Statement from manufacturer: received one piece of used, filled of easypump ii lt 100-50-s without original packaging. In aas received condition, clamp clip is closed and no wing cap is attached to the pump. Big top cap is opened and discofix cap is removed. Detected liquid residue at cap valve. Additionally, observed crystallized residue at microbore tube and male luer lock. Analysis: complaint sample is dissected by section to investigate the possible contributor of blockage. Complaint sample is dissected at section a (microbore tube, before male luer lock). No flow is observed. Complaint sample is dissected at section b (microbore tube, before crystallized). Flow is observed. However, as the complaint sample has crystallized, blockage root cause for this complaint could not be determined. Therefore, the complaint is considered as not judgeable. Justification: not judgeable as the complaint sample was crystallized.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4): the pump doesn't diffused the drug (5fu).

Manufacturer narrative:
(B)(4). We received one used, one third filled easypump ii lt 100-50-s without packaging. The received sample was visually inspected. Damages were not detected on the sample. In as-received condition the white clamp was closed. The original wing cap at the patient connector was not received. After opening the top cap and removing the closing cone, we detected solution (liquid) at the filling port (lli-cone). The sample was filled with 20 ml nacl 0.9 % and a functional test respectively a leak test was carried out. After opening the white clamp and waiting for a while the pump did not work (solution was not running). Therefore the pump was squeezed by hand and the functional test was carried out again. Subsequently the pump did not work (solution was not running). The tested sample is not in accordance with our requirements. We have informed our manufacturer accordingly. A follow-up report will be provided after the statement is available. Reviewed the device history record and no abnormalities found during in process and final control inspection.